Event description:
It was reported the intrathecal catheter was explanted and replaced, due to a kink in the subcutaneous section. The kink was detected by x-ray observation. During surgery, the proximal catheter was cut because of scar tissue. The drug used in the pump was not reported. The pt recovered without sequela.